Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported, the subject device's optic flickers. The subject device also picture interference and a cut cable. The issue occurred during procedure. There were no reports of patient harm.

Event description:
It was reported, the subject device's optic flickers. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. Corrected fields: e1=telephone, g4, h6 remove codes=a0902, a0414 and g02004. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. The device evaluation found the protector of the video cable section is cut. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.